Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. No unexpected battery out limit alarms noted. The insulin pump was received with unresponsive up arrow buttons due to corroded keypad traces. Analysis was unable to perform prime test due to button keypad anomaly. The insulin pump was received with cracked case at display window corners, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 316 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.